Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had two leads (from the same lot). It was reported one of the leads was not functioning properly. Reprogramming was unsuccessful. The pt's scs system was explanted. The explanted product was discarded by the surgical facility.